Event description:
It was reported that, during an anterior cruciate ligament surgery, the bottoms of the device fell off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique. ***update avoe 07-may-2024 it was confirmed that the bottoms of the device fell off when the surgeon pushed them.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was observed that the gray covers of the blue coag and yellow ablate had detached from the device. Also, it was observed that the electrode, mp50 was burnt, shaft was bent, tubing and cord were cut. During functional testing, the buttons were affixed to the device; however, they were not tested due to the device being damaged. The reported failure is most likely due to user error, which involves applying excessive force by pushing the buttons back and forth rather than pressing them up and down during use.